Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported insulin spilled within the cartridge compartment while performing a cartridge change. Caller stated the plunger remained attached to piston rod and the rest of the cartridge was removed. Caller alleges the cartridge was defective. No adverse event reported. Requested return of the alleged device and replacement was provided.